Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the backlight inverter. The customer replaced the defective backlight inverter to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit has black display. There was no patient involvement.